Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into inappropriate reset following a magnetic resonance imaging (MRI) scan in spite of proper MRI settings being enabled. The device was reprogrammed back to its normal functioning. The patient was stable and asymptomatic.